Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The patient¿s son stated the patient started showing her usual hypoglycemic symptom of extreme irritability. When she gets this way, she refuses to let anyone prick her finger, so no bg value was taken to confirm an inaccuracy. She was taken to the emergency room (ER) for signs of a low glucose level. The son stated the ER got her glucose under control, but he does not know what treatment was provided. The patient was released from the ER the same day without requiring hospitalization, and is doing well, but still experiencing some inaccuracies. The ER staff removed the sensor and transmitter and discarded them. At the time of contact, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.